Manufacturer narrative:
Investigation included user education and troubleshooting. Investigation of this case revealed that the responsible device for the signal loss was not identified. It was concluded that the event was attributable to cgm signal loss without a confirmed device-specific cause.

Event description:
It was reported that the user experienced continuous glucose monitor signal loss while using the ilet system with a freestyle libre 3 plus sensor, with the ilet app displaying a prolonged connecting state. Symptoms included loss of glucose data visibility. Outcomes included interruption of automated insulin dosing decisions dependent on cgm data.